Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient didn't know if their implant was working properly. Patient reported poor communication with their patient programmer. It was reviewed and confirmed during the call that the patient was seeing the poor communication screen when using the patient programmer with and without the antenna. It was reviewed that since the patient is not getting symptom relief and also getting the poor communication screen they should follow-up with their healthcare provider. It was confirmed that the patient was not getting symptom relief, they thought their system was not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device was not working, and they had a return of symptoms. The patient stated it may have been turned off when they had an unrelated surgery a couple of years before. The patient was redirected to their healthcare provider. No further complications were reported.